Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronics indicated that the customer experienced hyperglycemia and required medical intervention. The customer's blood glucose at the time of the hyperglycemic event was 500 mg/dl with ketones. The customer was admitted to the hospital for high blood glucose for 1 day. The customer was using insulin pump within 48 hours of the reported event. The customer's blood glucose at the time of call was 160 mg/dl and they do not experience any symptoms at the time of the call. Troubleshooting was performed. The insulin pump will not be returned for analysis.